Manufacturer narrative:
(B)(4): testing confirmed the "contrast" and "ok" keys to be intermittently unresponsive. The keypad was peeling and was removed for inspection. Contamination was evident under all key contacts. Unrelated to this complaint, the audio bolus button was missing, the serial number label was peeling, and the symbols on the buttons were worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.